Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that during the implant procedure the pacing lead got stuck in the his bundle. The lead could not be removed so it was capped and replaced. No patient complications have been reported as a result of this event.